Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump had stripped battery cap coin slot, cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer also reported that, the battery cap stuck and stripped and had low battery alert. Customer reported damage to the pump. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.